Event description:
On 2026-mar-02, additional information was received from the manufacturer representative (rep). Initial reporter information was provided. The rep stated on 2025-dec-05, they spoke with the patient on the phone and confirmed the pump had recovered post MRI from telemetry mode. The patient was able to give themselves a bolus which did work. The patient stated they had not had any withdrawals and stated the therapy was working. Education was provided regarding telemetry mode. No logs were obtained due to being resolved over the phone. The rep stated the pump was suspected to be in telemetry state and the cause of the motor stall / no alarm was determined to be due to the pump going into telemetry mode. The rep was asked if the motor stall recovered. The rep stated, "did not run reports however patient stated he did not lose medication therapy and reported no withdraw symptoms. Confirmation of appropriate function was confirmed post ptm bolus". The motor stall / no alarm heard was resolved. The pump remained in place and "functioning properly per patient response. No additional concerns reported post resolution." The hcp was informed "regarding situation and resolve."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (hydromorphone) and bupivacaine via an implantable pump for spinal pain indications. The drug concentration and dose rate for both dilaudid and bupivacaine were unknown/not specified. It was reported that the patient had magnetic resonance imaging (MRI) on the (B)(6) 2025 and the company representative was currently with the physician on 2025-dec-01. They observed code 99 regarding a warning for pump stopped and loss of therapy and code 100 regarding the pump motor currently stalled. The patient has had no withdrawal symptoms, no alarms, and the pump history indicates a reported stall duration of 304 hours and 11 minutes. The representative believed the pump may have entered telemetry mode. At the time of the report technical services provided education on telemetry mode and reviewed considerations related to MRI exposure. The pump logs had not yet been obtained to confirm motor stall recovery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6; the previously reported codes a160102 and d14 no longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.